Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, about two weeks to a month ago, the consumer started using reach total care multiaction toothbrush for oral hygiene (route-dental, lot number 85512s6y2, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, she noticed that the toothbrush handle snapped right in half in two pieces at the white grip in her mouth. She stated that she used the toothbrush in the past without any problem. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Lot number was updated from 85512s6y2 to 05512sgy2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Lot number of the device was updated from 05512sgy2 to 05512sgm2. Product was returned and visually inspected. A review of the batch records for the toothbrush lot 05512sg m2 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances and there were no related product, process or facility changes. A retain sample was visually inspected and met all specifications. A change to the basic handle material was validated to improve flexibility and the returned toothbrush lot was manufactured according to the specification. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 05512sg m2 was acceptable. No adverse trends had been noted with this product or lot. Although the returned sample received was broken, it was stated that the product defect was not due to a manufacturing occurrence and the break occurred due to high compression forces at the thinnest point on the handle. It was verified that during the validation of this product, the toothbrush was subjected to over bend testing and no toothbrushes broke. It was confirmed the returned toothbrush was manufactured according to specification. Based on the investigation performed, the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, about two weeks to a month ago, the consumer started using reach total care multiaction toothbrush for oral hygiene (route-dental, lot number 85512s6y2, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, she noticed that the toothbrush handle snapped right in half in two pieces at the white grip in her mouth. She stated that she used the toothbrush in the past without any problem. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Lot number was updated from 85512s6y2 to 05512sgy2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, about two weeks to a month ago, the consumer started using reach total care multi-action toothbrush for oral hygiene (route-dental, lot number 85512s6y2, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth, she noticed that the toothbrush handle snapped right in half in two pieces at the white grip in her mouth. She stated that she used the toothbrush in the past without any problem. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.